Event description:
As reported by the user facility: brief inquiry description: arterial and venous patient connectors of the streamline bloodline disconnected during treatment. Detailed inquiry description: the hemodialysis machine alarmed for pressure issues. When the cht went over to the patient both the venous and arterial lines had come off the patient's hemodialysis catheter. The patient was not able to get their blood rinsed back since the lines were contaminated. The cht who initiated treatment did not notice any issues connecting the lines to the catheter and there hadn't been machine alarms up until this point. Patient lost 400 ml of blood when arterial and venous connectors of the bloodline disconnected from the cvc during dialysis therapy.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. The retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.